Manufacturer narrative:
Handpiece was not received for evaluation to date.

Event description:
Reporter noted phaco handpiece was getting hot and there was irrigation failure. Mild corneal burn occurred; no functional consequences anticipated.